Event description:
The customer stated that his blood glucose readings had been higher than usual. While troubleshooting, he performed control tests and received a result of 196 mg/dl. The normal control range was 108-155 mg/dl. The customer did not allege any adverse events. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.